Event description:
It was reported that a calcified, proximal rca lesion was pre-dilated with a balloon catheter. The stent was inflated to 10 atm and the subsequent angiogram revealed a vessel perforation. A pericardiocentesis was performed and approx 150 cc of blood was removed from the pericardial sac; however, the pt died on the cath lab table.